Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 10 patient samples on a cobas pure c 303 analytical unit and compared to a gem blood gas analyzer. The customer was prompted to repeat the patient samples as the initial na results did not correspond with the patients' clinical pictures. For sample 1, the initial na result was 159 mmol/l. The sample was tested on a gem blood gas analyzer and the na result was 145 mmol/l. The c303 analyzer was serviced and conditioned. The sample was repeated on the analyzer and the result was 147.5 mmol/l. For sample 2, the initial na result was 156 mmol/l. The sample was tested on a gem blood gas analyzer and the na result was 135 mmol/l. The c303 analyzer was serviced and conditioned. The sample was repeated on the analyzer and the result was 134.1 mmol/l. For sample 3, the initial na result was 161 mmol/l. The sample was tested on a gem blood gas analyzer and the na result was 148 mmol/l. The c303 analyzer was serviced and conditioned. The sample was repeated on the analyzer and the result was 150.2 mmol/l. For sample 4, the initial na result was 156 mmol/l. The sample was tested on a gem blood gas analyzer and the na result was 140 mmol/l. The c303 analyzer was serviced and conditioned. The sample was repeated on the analyzer and the result was 141 mmol/l. For sample 5, the initial na result was 159 mmol/l. The sample was tested on a gem blood gas analyzer and the na result was 139 mmol/l. The c303 analyzer was serviced and conditioned. The sample was repeated on the analyzer and the result was 140.8 mmol/l. For sample 6, the initial na result was 153 mmol/l. The sample was tested on a gem blood gas analyzer and the na result was 138 mmol/l. The c303 analyzer was serviced and conditioned. The sample was repeated on the analyzer and the result was 139.6 mmol/l. For sample 7, the initial na result was 147 mmol/l. The sample was tested on a gem blood gas analyzer and the na result was 138 mmol/l. The c303 analyzer was serviced and conditioned. The sample was repeated on the analyzer and the result was 140.7 mmol/l. For sample 8, the initial na result was 150 mmol/l. The sample was tested on a gem blood gas analyzer and the na result was 135 mmol/l. The c303 analyzer was serviced and conditioned. The sample was repeated on the analyzer and the result was 135.7 mmol/l. For sample 9, the initial na result was 148 mmol/l. The sample was tested on a gem blood gas analyzer and the na result was 145 mmol/l. The c303 analyzer was serviced and conditioned. The sample was repeated on the analyzer and the result was 144.1 mmol/l. For sample 10, the initial na result was 149.7 mmol/l. The c303 analyzer was serviced and conditioned. The sample was repeated on the analyzer and the result was 139.9 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) performed ise flow path decontamination, adjusted the gear pump pressure and voltage, cleaned the sipper, sample probe, and ise dilution module, and checked the electrodes. An ise check, calibration, and qc were performed successfully. The investigation is ongoing.

Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. The investigation did not identify a product problem. The root cause of the event was found to be consistent with pre-analytical sample quality issues.